Manufacturer narrative:
(B)(4). Section g4: the rt224 infant continuous flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in china reported via a fisher & paykel (f&p) healthcare field representative, that an mr290v vented autofeed humidification chamber provided as part of the rt224 infant continuous flow circuit was leaking water from the humidification chamber before patient use. There was no patient involvement.